Event description:
It has been reported to philips that the system did not produce fluoroscopy. The system was in clinical use at the time of the reported event. The patient¿s procedure was rescheduled. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was rescheduled. The philips field service engineer (fse) examined the system onsite and confirmed that the system does not produce fluoroscopy. Review of the log file shows warning message as motorized movement unavailable. Upon troubleshooting, the philips field service engineer (fse) went onsite, checked the system log and found that there was a communication error between the flat detector controller and the image detector ¿ frontal, along with an issue with the flat detector. To resolve the issue, fse replaced the flash lite high-end kit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.